Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a disconnection between the supply line and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 alarm. The patient was connected at the time of the alarm. This occurred during dwell two of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that a supply bag became disconnected from the supply line which led to this alarm. The cause of the disconnection was unknown; however, the customer did mention having difficulty making the connections. There was no damage noticed to the cassette or bags. The technical service representative (tsr) assisted with ending therapy and the patient would restart with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.